Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon wanted to revise a patient who had a pca primary knee done in 1990 and required revision of insert and patella.